Event description:
The myosure device became dull during intraoperative use. Md requested a second device. Upon removal of the myosure reach from the myosure generator it was noted the reach device was hot to the touch, the handpiece was stuck inside the generator unit and had wires exposed at the handle of the device.